Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed

Event description:
Patient reported "recalled implants", and "leaking." Patient also reported "breast implant illness symptoms" which are not device related. This record is for the right side. Device was explanted.